Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: review of the pump¿s alarm history revealed consecutive ¿cs012/cs054/cs025¿ slave communication alarms on (B)(6) 2016. The returned battery fit to the pump properly for testing. On investigation, the pump powered on normally and ez-prime steps were correctly performed. The pump was exercised without any ¿cs012/cs054/cs025¿ slave communication alarms occurring. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a call service (cs 052/053/054/055 sleep) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.